Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional carotid artery stenting procedure with a 6f sheath. Reportedly when the knot was tightened with the suture trimmer, the railed suture got separated [suture break]. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 1494 clarifier - indication for use. The device was returned for evaluation. The reported suture separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The pre-close technique was not used with a sheath greater than 8f. The electronic proglide instructions for use (IFU) states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU deviation would not have contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks, user technique (tensioning angle not coaxial) or suture/ nick damage due to circumstances of the procedure. Based on the information reviewed, here is no indication of a product quality issue with respect to design, manufacture or labeling of the device.d4: lot number, expiration date . H4: device mfg date.

Event description:
Subsequent to the initially filed emdr report, additional information was received: during evaluation of the returned proglide device, biological material was found on the tightened knot of the suture. Follow-up with the account confirmed tissue damage did not occur. An additional proglide device was also returned. Follow-up with the account confirmed two proglide devices were placed for post-close using an 8.2f sheath. Both sutures were placed prior to advancing the knots; however, during knot advancement, one of the two sutures broke. The remaining suture was successfully advanced to the vessel wall and tightened; however, slight bleeding was still noted. Manual compression was added to achieve hemostasis. No additional information was provided.